Event description:
It was reported the patient's scs system was no longer working. The patient stated the system had not worked for approximately a year. Surgical intervention to replace the patient's scs ipg may be necessary.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-30794. Additional information indicates the system was explanted and replaced.